Manufacturer narrative:
Device code (B)(4) captures the reportable event of balloon failed to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) balloon dilation procedure performed on (B)(6) 2022. During the procedure, the balloon could not be deflated. Reportedly, the scope had to be removed with the balloon still inflated. The procedure was completed successfully. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.